Event description:
It was reported that oversensing due to far field p-waves detected in the ventricular channel and myopotentials was observed. The device was reprogrammed.

Manufacturer narrative:
(B)(4).